Event description:
The following description of the event was copied from an email from the distributor in (B)(4). "Details of complaint (reported issue): found an issue with one unit that we are not able to resolve. Serial number (B)(4) has a faulty blender, o2 output is out of spec over 7%. We tried to calibrate and replaced parts in the proportioning module with no improvement. It appears there is a bigger issue with the internal blender. Please process this as an out of box failure".

Manufacturer narrative:
(B)(4). Carefusion issues a return goods authorization (rga) number to the distributor in (B)(4) for the return of the device for evaluation. As of 04/07/2015, the device has not been received once the device has been received and evaluated, carefusion will submit a follow-up medwatch report.

Manufacturer narrative:
Failure analysis: sipap driver pn: (B)(4) sn: (B)(4) was received into the carefusion failure analysis lab for investigation. After applying 60psi or both air and oxygen carefusion failure analysis lab technician was unable to get any flow output from the blender assembly no matter how high the input pressures were increased nor after opening up the flow meters at max. The carefusion failure analysis lab technician removed the plastic knob of the blender and found that the knob base assembly has been manipulated (indicated by the lack of torque seal on the lock nut of the knob base assembly). Note: as reported in the complaint an attempt to re-calibrate the blender to correct the issue was performed prior to returning device for failure analysis. All tubing routing was verified and no assembly anomalies were found after a visual inspection. The device was then completely disassembled in order to remove the blender assembly pn: (B)(4) sn: (B)(4) for further testing. The carefusion failure analysis lab technician was able to duplicate the issue outside of the device using a blender test fixture. After removing the knob base assembly the front seat assembly pn: (B)(4) was found to be bottomed out (completely closed) restricting any flow. After properly adjusting the front seat assembly the blender began to deliver flow. Once calibrated the fio2 readings are well within 2% of set value at 21%, 30%, 60%, 75%, 90% and 100%. Findings/root-cause: due to tampering of the knob base assembly (used during calibration) true root-cause was lost. When received the front seat assembly was out of calibration.